Event description:
It was reported that the patient's right ventricular lead was fractured. The lead was explanted and replaced during an elective device upgrade procedure. The patient was stable post procedure.